Event description:
It was reported that during a lap cholecystectomy procedure when the surgeon fired the clip applier, the clip did not come out. The clip applier was locked out. In addition, he complained that the clips often slip off the clip applier. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.